Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned to olympus and was evaluated. Visual inspection did not reveal any abnormalities, and the reported device malfunction was reproduced; an abnormal sound was not heard emanating from the device. However, the front panel display was turned off. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for the reported issue was not established. However, it is probable that the issue occurred because of a faulty main board. The cause of the fault was unknown. Olympus will continue to monitor field performance for this device.

Event description:
Additional information has been provided regarding this event. The device was inspected before use to check that it would power on. The failure occurred within the first few minutes after the procedure started. There was a 1 to 2 minute delay in the therapeutic procedure.

Event description:
An olympus employee reported to olympus on behalf of the customer that when the procedure and pneumoperitoneum had started, an abnormal sound was heard on the high flow insufflation unit and the front panel display turned off. The facility turned the power back on and the system was restored. The procedure was completed with the same device and the patient was not impacted.

Manufacturer narrative:
An olympus representative was dispatched to the customer site and was unable to reproduce the customer¿s allegation. The customer is planning on sending the device to olympus for evaluation. To date, the device has not been physically returned to olympus for evaluation. Additional information is being requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.